Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 pump stopped running.

Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "pump turned on", "power down", "no disposable" and "stop mode" messages. A functional check and visual inspection were performed. The pump "stop running" issue was unable to be duplicated. Visual inspection of the pump's event history logs showed "power down, pump turned on, pump turned off and no disposable" alarm message after pump starting. The downstream sensor will be replaced to resolve the issue.